Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two large volume pump modules attached to the right side of the pc unit shut down during infusion of medications (amiodarone at 33.3ml/hr. And ketamine 135ml/mg) on a "critical care patient" in the emergency department. The event reportedly occurred during a resuscitation attempt on a patient with an admitting diagnosis of "cardiac arrest." Per report, the patient passed away. However, the clinician stated that the device malfunction did not cause or contribute to the death. Per report, "the pump failed, but didn't result in any loss of life or any adverse effect to the patient that was specifically indicated during the resuscitation. It was only a very short period of time that the pump channels were not working, max a few minutes."

Event description:
It was reported that two large volume pump modules attached to the right side of the pc unit shut down during infusion of medications (amiodarone at 33.3ml/hr. And ketamine 135ml/mg) on a "critical care patient" in the emergency department. The event reportedly occurred during a resuscitation attempt on a patient with an admitting diagnosis of "cardiac arrest." Per report, the patient passed away. However, the clinician stated that the device malfunction did not cause or contribute to the death. Per report, "the pump failed, but didn't result in any loss of life or any adverse effect to the patient that was specifically indicated during the resuscitation. It was only a very short period of time that the pump channels were not working, max a few minutes."

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-33801 is a concomitant. Please refer to manufacturer report number 2016493-2024-33771, which captured the correct suspect device per investigation report.